Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported stent dislodgement and material deformation (stent damage) was confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. As there were crimp marks on the balloon between the markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with other devices and/or the anatomy as an attempt to deploy the stent was made resulted in the reported stent dislodgement. Interaction with the guiding catheter and/or anatomy as the stent was being removed on the device with the balloon partially inflated resulted in the reported/noted stent damage (bent/stretched) thus resulting in the reported difficulty to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. A 3.5x23mm xience alpine stent delivery system (sds) was advanced to the lesion. An attempt to deploy the stent was made; however, the stent had dislodged from the balloon onto the shaft of the sds. Resistance was felt when removing the sds. The sds was removed with the stent on the shaft and the balloon partially inflated. Additionally, it was noticed that the stent struts were bent after removal. The procedure was successfully completed with a 3.5x30mm non-abbott device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.